Manufacturer narrative:
(B)(4): device is unavailable for analysis.

Event description:
It was reported that the patient experienced headaches with device use resulting in non-use. Subsequently the device was explanted (B)(6), 2011; during the same procedure the patient was reimplanted with a new device.